Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been experiencing recurrent "red heart" alarms for a week and was not able to come into clinic as the patient lives remotely. The patient reported that yesterday he had prolonged "red heart" alarm and felt like the pump had stopped. Emergency services was called and the patient was admitted. The patient was connected to a system monitor and no alarms were recorded other than a "power cable disconnected" which coincided with the patient changing power sources. The patient did not experience and alarms since being admitted. The vad coordinator noted an old tear on the percutaneous lead with visible wires. Log files and an x-ray of the percutaneous lead will be sent to the manufacturer for analysis.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.